Event description:
A surgeon reported that there was no irrigation and an occlusion was noted during a cataract extraction procedure. The surgeon also reported a "thermal burn around the edges." Additional information was received from the nurse reporting that she does not believe this event was the fault of the system. All other scheduled procedures were completed with the same system with no additional incidents. A completed questionnaire was received from the surgeon reporting the event occurred during the first use of the phacoemulsification handpiece. Instability of the anterior chamber and vitreous loss were noted and a vitrectomy was performed at the time of the initial procedure. Following the vitrectomy, a wound leak was noted and a suture was placed to secure the wound. When the pt returned for a post-operative visit, another wound leak was noticed in addition to an eroded anterior wound flap. A second vitrectomy was performed and two additional sutures were placed. The surgeon indicated that the pt still has a scar and sutures are still in place.

Manufacturer narrative:
The company representative examined the system and tested 4 of the customer's handpieces. The company representative could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).